Manufacturer narrative:
Age of device: 1 year, 10 months, 25 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with (B)(6) 2016. It was reported that patient had chest pain that was associated with suspected device thrombosis. Patient also reported a grinding noise to pump. A sudden rise in power and flow was noticed subsequent to the event. Additional information was requested but not yet provided.

Event description:
The manufacturer's technical service representative reviewed submitted log files and observed powers ranging from 8.7w¿ 12.1w, and flows ranging between 7 lpm and 11.7 lpm. For a fixed speed of 10600 rpm these are within normal range. The log file submitted for review on 15may2018 is showing this patients power average at 10.2w and flow average at 9.3 lpm. The log file submitted today is showing this patient's power average at 10.4w and flow average at 9.7 lpm.

Manufacturer narrative:
No product was returned for evaluation. The report of elevations in pump power and flow were confirmed based on the submitted log file; however, the report of possible thrombosis evidenced by chest pain could not be confirmed. The log file contained approximately 17 days of data, spanning from (B)(6) 2018 22:00 to (B)(6) 2018 16:32, which captured one slight elevations in pump power over 12 watts on (B)(6) 2018 04:05. Pump power ranged from 8.7 watts to the slight elevation of 12.1 watts, while pump flow ranged from 7.0 lpm to elevations as high as 11.7 lpm. Specific causes for the changes in pump parameters could not be conclusively determined. Thrombus is listed in the instructions for use (IFU) as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. In addition, the IFU contains information regarding pump speed, power, flow, and pulsatility index. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No product was returned for evaluation. The report of elevations in pump power and flow were confirmed based on the submitted log file; however, the report of possible thrombosis evidenced by chest pain could not be confirmed. The log file contained approximately 17 days of data, spanning from (B)(6) 2018 22:00 to (B)(6) 2018 16:32, which captured one slight elevations in pump power over 12 watts on (B)(6) 2018 04:05. Pump power ranged from 8.7 watts to the slight elevation of 12.1 watts, while pump flow ranged from 7.0 lpm to elevations as high as 11.7 lpm. Specific causes for the changes in pump parameters could not be conclusively determined. Thrombus is listed in the instructions for use (IFU) as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. In addition, the IFU contains information regarding pump speed, power, flow, and pulsatility index. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The manufacturer's technical service representative reviewed submitted log files and observed powers ranging from 8.7w¿ 12.1w, and flows ranging between 7 lpm and 11.7 lpm. For a fixed speed of 10600 rpm these are within normal range. The log file submitted for review on 15-may-2018 is showing this patients power average at 10.2w and flow average at 9.3 lpm. The log file submitted today is showing this patient's power average at 10.4w and flow average at 9.7 lpm.